Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in catheter was broken. The following information was provided by the initial reporter: at the moment of removing the peripheral venous catheter from the right upper limb, the distal end of the catheter was not visible, only the proximal part, and the nurse was communicated. Upon palpation of the venous path, the nurse verified that it had a hard surface that suggested hard material in the vein. The vascular physician evaluated and performed the removal of the fragment requiring a minor surgery.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte autoguard gn 18ga x 1.16in catheter was broken. The following information was provided by the initial reporter: at the moment of removing the peripheral venous catheter from the right upper limb, the distal end of the catheter was not visible, only the proximal part, and the nurse was communicated. Upon palpation of the venous path, the nurse verified that it had a hard surface that suggested hard material in the vein. The vascular physician evaluated and performed the removal of the fragment requiring a minor surgery.